Event description:
A nurse reported that fibers were observed in patients' eyes during surgery. There was no pt harm reported, however it is unclear if all fibers were removed during the initial procedure. No further info is expected for this case.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for evaluation. A root cause has not been identified. (B)(4).